Manufacturer narrative:
This report is being submitted to add the field action reference.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting calibration issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have an input disk broken and another one cracked. Input disk #6 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts. Intuitive motion and the clip test could not be performed due to the broken input disk. Improper cleaning during reprocessing most commonly causes this failure. The root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the horizon small clip applier (470401-05/t10170918 0014) associated with this event has been performed. Per logs, the horizon small clip applier instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 77 uses remaining after the last procedural use. No image or video clip for the reported event was submitted to isi for review. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the horizon small clip applier had a calibration issue. Unexpected motion when attempting to place clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.